Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the timing was disengaged. Additionally, the trigger was jammed. Functionally, the trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia repair, when the instrument was used to attach the mesh, tacks did not penetrate the tissue and did not hold correctly onto the tissue. The tacker was penetrating the mesh but did not attach to the peritoneum. The surgeon had to load the tacker outside the patient and they normally out. They tried to attach the mesh again but the tacker was stuck and the handle was stuck also. They took a strap to finalize the attachment and complete the case. There was no patient injury.